Manufacturer narrative:
Device evaluation: at the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. (B)(4): the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints.

Event description:
It was reported that a suction loss issue occurred after the laser fired with a patient interface. The surgery was completed successfully. No patient injury was reported. This is 2 of 2 reports.